Event description:
It was reported that the camera head when plugged, will not register in the olympus box; it did not in any of the boxes. The issue occurred during laparoscopic cholecystectomy. The procedure was delayed and the patient was under anesthesia "at least 30 minutes longer than needed to be." The camera/monitors were glitching through the case. The procedure was completed with another camera head. There were no reports of patient/user injury or harm.

Event description:
This report is being supplemented to provide a correction to the registration site number. The correct registration site number for us importer is 2429304 and not the manufacturer number it was submitted under.